Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was being used to deliver an unspecified solution. No specific programming parameters were provided. At an unspecified time, the nurse noted that the delivery had stopped and the display was "flashing" an unspecified alarm message; however, the pump did not sound an audible alarm tone. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.